Event description:
It was reported that the patient reports that the batteries emit a short peep sound and the controller changes from one power source to the other earlier than expected. Batteries were replaced. There was no effect to the patient. The pump remains implanted. It was reported that the batteries will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
The device is used for treatment not diagnosis. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that batteries((B)(4)) met specifications; the batteries passed visual inspection and functional testing. Analysis of battery ((B)(4)) revealed that the device failed to meet specifications. The battery failed functional testing due to a permanent failure flag that rendered the battery inoperable. Internal visual inspection of the battery found that three of the battery wires had detached due to broken weld points on the printed circuit board. The confirmed malfunction is related to the reported event. The reported event was not confirmed as log files available do not cover the reported event date. The poor connection of these wires could result in the intermittent electrical connection of this battery, hence causing the controller to switch to the other battery. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted. It was reported that the batteries will be returned; however, it has not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Pump remains implanted.